Manufacturer narrative:
(B)(4). Date sent: 11/17/2022. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned applicator. Visual analysis of the returned sample determined that one empty ech60r applicator, an opened foil, a device pcee60a, and a gst60d reload were returned, the reload was received partially fired 1/16 with buttressing material on the reload deck, due to previous exposure to fluids, the time out of foil packaging and the decontamination process, the integrity of the absorbable materials could not be assessed and therefore no further testing could be conducted on the buttressing material. Upon visual inspection of the applicator, it was found that the right-side clamp arm fingers were not fully disengaged, while the left-side clamp arm fingers were fully disengaged. As part of the analysis, the right-side clamp arms were manually disengaged and both the left and right-side clamp arm assemblies were tested for functionality and found to be conforming. As additional testing, the returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. The returned condition of the applicator is consistent with failing to fully insert the applicator into the jaws of the endocutter prior to closing the endocutter as instructed in the IFU and can result in inadequate or no attachment of the buttress to the reload and/or anvil surface. The returned condition of the reload could be that it is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. One possible cause for the type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device ech60r; rcccgrs0 number, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during a respiratory surgery, reinforce material misaligned during use. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.